Event description:
It has been reported to philips that the flexvision monitor shut down. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed as planned by using another display. The philips field service engineer (fse) examined the system onsite and confirmed that the main monitor shuts down. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the power, image cables, screen and detected the led indicating the presence of voltage on but the screen was not on and found the issue was due to defective display. To resolve the issue, fse installed generic screen temporarily, and replaced the main screen of the angiograph and dvi splitter later. The defective parts were returned for analysis, for display, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.